Manufacturer narrative:
An investigation has been initiated based upon the reported incident.

Event description:
The sales representative reported that the physician cut himself while trying to set the blade in the model s dermatome. The patient was already under anesthesia when the accident happened. The physician had to go get stitches and the patient had to be revived without the procedure taking place. An integra representative has tried contacting the physician to get additional information on the case with no response to date. The surgery center has been contacted by the sales representative and plans are underway for an inservice in the near future.